Event description:
It was reported that a patient underwent a left primary large inguinal hernia repair on (B)(6) 2008 and mesh was used. The patient was diagnosed with a recurrent left inguinal hernia on (B)(6) 2011 and underwent a re-operation on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: during reoperation, the mesh was found to be integrated into the tissue. The surgeon opined the cause of the recurrence was the presence of a hernia sac on the external side area of the previous mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.